Event description:
It was reported the patient complained of jolting sensations. The patient also experienced sudden on and off of stimulation with movement as well as stimulation in the left leg, but not in the right leg. The patient reported "falling at least once over the past couple of months", although it was not indicated if the fall was related to the stimulation. Impedances checks showed most electrodes were >10000. An x-ray showed the leads had migrated slightly. The patient was reprogrammed and plans to see if the current program is sufficient to help with the pain before considering a revision. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.